Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2017-03217. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) and no additional events have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had abdominal pain followed by yellow purulent drainage at the driveline exit site. Culture was positive for pseudomonas. The patient was admitted on (B)(6) 2017 for initiation of antibiotic therapy and assessment of the extent of infection. The center reportedly thought the infection was likely incurable and reviewed the patient¿s transplant candidacy. It was determined that patient was not a transplant candidate due to high pulmonary risk, and was not a candidate for lvad replacement either. Unspecified antibiotics were continued for 6 weeks. The patient was to be treated with IV antibiotics and monitored. Additional information: the plan per infectious disease was to complete intravenous antibiotics and then switch to oral doxycycline for lifelong suppression. The patient was also started on ciprofloxacin due to additional bacterial growth/serratia diphtheroids.